Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the illuminator will not turn on. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, determining how the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer indicated that the reported event took place at the beginning of surgery. System message's were displayed. The case was completed with no harm to the patient.